Event description:
One day post-operatively, a head CT scan showed left cerebrovascular accident. The pt improved but need a g-tube placement on 08/12/1999 due to chronic aspiration syndrome. A repeat CT scan showed right "mca" division infarction, most likely embolic. The pt was transferred to a rehabilitation facility for therapy. The pt was readmitted to the hosp secondary to pneumonia. A repeat MRI showed a new cerebrovascular accident. The pt was intubated but was unable to recover. Life support was withdrawn on 11/07/1999 and the pt expired. (Avert).